Event description:
Event description guidant received information that this cardiac resynchronization therapy device (crt-d) exhibited an av 29 error code when attempting to measure impedances. With this error code, the device will continue to pace but may not capture. Impedances can no longer be measured.